Manufacturer narrative:
(B)(4). Date of occurrence is estimated as (B)(6) 2012, as the patient developed chest pain in late 2012. Implant date is estimated as (B)(6) 2010, as the xience stent was implanted in (B)(6) 2010. Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot number was not provided. The reported patient effects of restenosis and angina, as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stent in native coronary arteries. It should be noted that the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU) states: the effects of stent implantation of xience v stents combined with non-xience v drug-eluting stents are unknown. When multiple drug-eluting stents are required, use only xience stents with the identical co-cr stent material and drug coating (e.g., xience v, xience nano, or xience prime) in order to avoid potential interactions with other drug-eluting or coated stents. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that in march, 2010, a 2.5 x 15 mm xience stent was implanted in the left main and a 2.5 x 15 mm xience stent was implanted in the proximal circumflex artery. Approximately 2 1/2 years later, the patient developed chest pain and in-stent restenosis was noted. Three non-abbott stents were implanted and the patient condition resolved. No additional information was performed.